Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2022-04558, 1627487-2022-04559, and 1627487-2022-04560. It was reported that two of the patient's leads had migrated and one was fractured. As a result, the patient underwent surgical intervention to revise the leads. During the revision, one of the leads was dislodged. As a result, all four leads were explanted and replaced.